Event description:
A report was received that the patient underwent a revision due to ipg getting hot in the pocket while charging. The physician relocated the ipg deeper underneath the fascia.

Manufacturer narrative:
(B)(6).